Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the inflation line failed post insertion. Cuff was checked prior to use. No adverse health outcome resulted.